Event description:
Based on info reported to davol: (B)(6) 2008 - the customer alleged that during an orthopedic case, the connector tip noted to detach in the area where the clear and purple plastic meet.

Manufacturer narrative:
It was reported to davol that during an orthopedic case, the connector tip became detached from the device. There was no pt injury reported. The device was not returned and no photographs of the device were provided, therefore no eval was possible. While we are unable to confirm the specific device failure alleged without a returned sample, a corrective action has been implemented for this type of issue. This device was mfg prior to this corrective action.